Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received via regulatory authority (case# mw5039511) in united states on 15-jan-2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she experienced hot flashes, unplanned pregnancy, extremely painful sex, increased vaginal discharge, high blood pressure, kidney infections and preterm delivery. Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, became pregnant and had a preterm delivery. Additionally, she reported kidney infections. Pregnancy was considered non-serious and is listed in essure's reference safety information, while the remaining events are serious due to medical importance and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, although limited information was provided an essure's contraceptive failure cannot be excluded. Regarding premature delivery, most occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. Although, in this case, no information was provided about the reason for premature delivery, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus, considered as related to the suspect insert. The reported kidney infections were considered as unrelated to essure due to its local action at fallopian tubes. This case was regarded as incident due to serious injury (preterm delivery). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.